Event description:
Ref # 030455. Lot # n3d0294lx covidien 45mm blue stapler load. When the reload was loaded into the stapler, the surgical team was unable to get the stapler to open with this load in place. A second reload (30mm blue load) was opened and worked fine.